Event description:
The customer reported "when you flush them they leak fluid down the pt's arm, blood always backs up into the hub." No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with failure investigation results should the affected product be received for eval.